Event description:
After an rn placed a 22g piv in the patient's forearm, the bd needle would not retract with the button sticking. The product was then thrown away. Manufacturer response for 22 gauge angiocath, catheter insyte autoguard bc bl 22ga 1.oo in .9x25mm (per site reporter). The product was thrown away but the rest of the supplies from box has been retrieved. The remainders of the product were shipped to the manufacturer.